Event description:
It was reported that the right ventricular lead had noise and the patient received inappropriate shock. The lead was revised and remains in use. It was also reported that the lead was previously revised due to noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.